Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. Visual inspection of the bottom of one of the set screws exhibited abrasions indicative of insufficient rod contact. Similarly, one of the connectors that were returned exhibited abrasions near the end of its rod portion. Therefore, it is likely that the set screw backed out due to insufficient rod reduction and set screw contact during final tightening. A review of the manufacturing and inspection records did not reveal any contributing information/trends.

Event description:
It was reported k2m inc on (B)(6) 2016 that two set screws backed out almost four years post-op. The patient was revised (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product has not been returned to manufacturer for evaluation, and a thorough investigation could not be completed at this time as no lot number has been identified/confirmed in this case. Once more information becomes available manufacturer will file a follow-up report at that time. Not returned.

Event description:
It was reported k2m inc on (B)(6) 2016 that two set screws backed out almost four years post-op. The patient was revised (B)(6) 2016.